Event description:
It was reported that an altitude alarm occurred with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by cleaning the speaker holes.